Event description:
The facility administrator (fa) reported to fresenius that air pockets formed within the dialyzer that resulted in foam during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The patient's blood clotted within the dialyzer. The reported issue occurred within 15 minutes of treatment initiation. The 2008t machine alarmed with an air detector alarm in response to the reported issue. Treatment was paused. The machine was restrung with new supplies. Treatment resumed and the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 300 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the dialyzer. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that air pockets formed within the dialyzer that resulted in foam during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The patient's blood clotted within the dialyzer. The reported issue occurred within 15 minutes of treatment initiation. The 2008t machine alarmed with an air detector alarm in response to the reported issue. Treatment was paused. The machine was restrung with new supplies. Treatment resumed and the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 300 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the dialyzer. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not available to be returned to the manufacturer for physical evaluation, and no photographs were provided for review. Additionally, retention sample analysis was not conducted due to the high unlikelihood of failure detecting from 100% batch testing and the small number of reserve samples available. A review of the batch records was completed. 58,344 products were inspected according to protocol and were found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The reported issue is not confirmed. Furthermore, a cause could not be established.